Event description:
The issue occurred during a therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was presumed that the event had occurred due to improper handling and the application of excessive force, such as falls, shocks or similar stresses which led to damaged optical fibers. As a result, the illumination had been insufficient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the telescope's insertion tip had a crack. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.